Event description:
Information received by medtronic indicated that there was air ingress through the valve of the sheath when a guidewire was inserted in the sheath. The case was aborted. Patient showed a transient st elevation in the ECG. This resolved within minutes. A CT scan of the brain was performed after the procedure and no embolism was found.

Manufacturer narrative:
The returned device was visually inspected and functionally tested and passed the returned product inspection as per specification. Visual inspection showed the shaft was intact with no apparent issues. The reported air ingress could not be reproduced. Multiple aspirations / injections were performed without air bubbles or leaks; hemostatic valve was leak tight. The valve assembly was leak tight as well.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.